Event description:
It was reported that the non-preloaded intraocular lens (iol) was fully inserted into the patient's left eye and then removed after the surgeon concluded that there was not enough support to hold the lens. A vitrectomy was required. No replacement lens was implanted. It is unknown if there was any zonule issue, other pre-existing condition, or eye anatomical issue. There was no patient injury. The patient is still able to perform one or more daily activities previously conducted. The patient is doing well post-operatively. There was no quality issue with the lens. Balanced salt solution (bss) at room temperature was used as a cartridge lubricant. The lens was descarded. No further information was provided.

Manufacturer narrative:
Section a4 and a5: unknown; requested but not provided. Section d6a: if implanted, give date: not applicable, as lens was removed during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed during the same procedure. Section e1: first/given name: only provided as k. Section h3 - other (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.